Event description:
It was reported that the home patient (hp) noticed that the peritoneal dialysis fluid was dripping from the tip of the minicap transfer set during therapy, after the hp had closed the twist clamp of the transfer set and was going to cap the transfer set with the minicap. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). An actual device was not evaluated, but an analysis of a photographic sample was conducted. The visual inspection that was performed found no issues that could cause or contribute to the reported issue. The photographic sample could not confirm the reported issue. Should additional relevant information become available, a supplemental report will be submitted.